Event description:
As reported, during use in patient of this flotrac sensor, diastolic pressure provided value was around 20 mmhg, while expected value was around 39/40 mmhg. Then, the device was replaced with a disposable pressure transducer (dpt), that offered the values considered as correct. Switching back to the same flotrac sensor, the diastolic values also corresponded to the expected ones. Finally, a new flotrac sensor was connected. This last device provided the expected values too. Same access site was used with all the devices mentioned. There was no allegation of patient injury and no treatment was provided based on the inaccurate values reported. Patient demographics were unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of inaccurate values was unable to be confirmed. Flotrac and dpt sensors zeroed and sensed pressure accurately on a hemosphere monitor and pressure monitor respectively. No error message was observed on a hemosphere monitor and pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedances and output impedances for both flotrac and dpt sensors were within specifications. Zero-offset for both flotrac and dpt sensors also met specification. No leakage or occlusion was detected from the kit during the pressure test. No visible damage was observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Although the reported malfunction could not be confirmed, it was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction.